Event description:
Four devices were used in this case. The first two, the suture broke after t1 was placed. The ts were left in the patient unsupported. The case was completed with the other two fast-fix. No patient harm reported.

Manufacturer narrative:
Two devices were returned for evaluation. Sample one no ts or suture remain on the needle. Sample two t2 the remaining suture is present. Ultra fast-fix has been introduced to the market to address suture issues.